Event description:
In 2001, implanted an atrium graft, lot number a90700503, into a renal pt in the femoral position for dialysis. A medinorn 1/8" drainage system was placed. During the pt's time in recovery, it was noted that the pt had lost approx 1.5 ltr of light red fluid from pt's wound site into the drainage system. This fluid was also reported by the recovery staff to be oozing from one of the lower incision sites. The pt was taken back to theatre. When re-opened reporter stated, "fluid appeared to be oozing from the central section of the graft. The graft was removed and replaced with atrium graft, lot number a90750410. Unfortunately, the pt has died.